Manufacturer narrative:
(B)(4).

Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported via the manufacturer's representative (rep) seeing a power on reset (por) and call your doctor screen on the patient programmer (pp). It was unknown what led to the event, but the consumer did mention having recent medical evaluations including a myelogram. The consumer was instructed to push the up button and reset the clock which resolved the issue.